Event description:
The customer reported the system went completely blank during a case and the case had to be completed with another system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded. The system was found to be working as intended.